Manufacturer narrative:
H3: product ID 97715, serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3776-60 lot# serial# (B)(6) implanted: (B)(6) 2011. Product type lead product ID 3776-60 lot# serial# (B)(6) implanted: (B)(6) 2011. Product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). The cause of the communication error has not been determined. The recharger and the patient programmer were replaced twice, and the issue did not resolve. The hcp was planning to change the ipg and submit it for analysis. This information has been confirmed by the provider.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported there was recharging of the ins issue and communication issues while recharging. Difficult or intermittent communication between ins and recharger. Patient states that the ipg never reaches full charge. After a short recharge session the programmer shuts off and has to be repaired to the ipg. The programmer and recharger were replaced and the issue continues. Performed a recharging session in the office and the programmer stopped after a few seconds and turned off. The screen read 80% charge but when rep tried to communicate with the ipg it read unable to find device. Rep took the battery out of the back, tried again and it did the same thing.

Manufacturer narrative:
Continuation of d10: product ID 3776-60 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type lead product ID 3776-60 lot# serial# (B)(6) implanted: (B)(6) 2011 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.